Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was cracked, and a replacement device was provided with instructions for return, data sync, shutdown, and setup. Symptoms included no device-related clinical effects or glucose abnormalities. Outcomes included no impact to health. Investigation included collection of device information and coordination for return and replacement. Investigation of this device revealed a damaged display component consistent with a hardware screen crack, with no alarms or functional alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.